Manufacturer narrative:
Product complaint # ==> (B)(4). Impella cp sn (B)(6) + purge cassette returned for investigation. Optical sensor issue - data log review showed psnr alarm from ps railing to 3000mmhg with snr dropping to zero, contrast barcoding, lamp remaining unchanged at 100, gain decreasing, and light decreasing. The pump was returned and inspected. Pump had abnormal 5s parameters with an snr of 1 and a kink found in the catheter just below the motor housing. The pump failed the laser continuity test at this kink. The cause of the optical signal issue was a kink in the catheter causing material fracture of the optical fiber, due to an unintended user error. Pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The complainant had an impella cp placed to support a cardiomyopathy patient. It was reported that the optical sensor stopped displaying the position waveform after about the second day of use. Support was continued and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.